Event description:
Per report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. Procedure was challenging as patient had a small ventricle, a large atrium and massive chordae structure. In addition, the mitral valve was extremely small. After approximately three hours, and multiple grasping attempts with no visible improvement of the mitral insufficiency, the decision was made to abort the procedure and bailout the device. Before pulling the device back into the guide sheath, the device was opened for elongation. However, the device could not be completely elongated and remained in a diamond shape configuration. This made it difficult pulling the device back into the guide sheath. There was no injury for the patient due to this event and patient's final outcome was stable condition.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). The device was not returned for evaluation, as the device request is ongoing. Other serious - in this case there was no serious injury. However, there was potential for injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The complaint for unable to elongate implant to reposition was confirmed with objective evidence of the returned device. No manufacturing non-conformities were found in the returned sample. Available information suggests excessive manipulation of the device (approx. 20 grasping attempts) and difficult patient anatomy (small ventricle, large atrium and massive chordae structure with an extremely small mitral valve), may have contributed to the inability of the implant to fully elongate. However, a definite root cause is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.